Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an allied health professional (ahp) called in requesting assistance reviewing the patients remote transmission and inquiring about programming recommendations for the implantable cardioverter defibrillator (ICD). The ahp indicated that the device withheld detection and therapy due to two of the device algorithms during a device-defined supra ventricular tachycardia (svt) that the caller believes to be ventricular tachycardia (vt). Follow-up was conducted with the ahp and it was verified that no reprogramming has been completed at this time and the patient is scheduled for an in-office visit in the near future. The device remains in use. No further patient complications have been reported as a result of this event.